Event description:
It was reported that during a rotator cuff repair surgery the loop of the device didn't tighten. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed as the device was not returned with the suture anchor. One unpackaged ar-3641, fibertak, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the device was returned without the sutures or the o-ring. Functional testing was performed by assembling the device with a suture system, and the device functioned as intended. No problem found.